Event description:
In 2008, the patient reported he changed the insulin cartridge of his infusion device and his infusion set. He said when he tried to prime the infusion set, it would not prime and his infusion device gave an e6 (mechanical error) alarm. He stated he had changed the device battery one day prior, so he changed the infusion set again and was able to successfully prime with no alarms given. He stated that during this time, his blood glucose reading elevated to 316 mg/dl which he corrected by bolusing 2 units of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation. The following month, notification was received that the patient had returned 2 lots of infusion sets for evaluation. The initial lot was reported on 2183996-2008-01458.